Event description:
Physician performed a robotic total hysterectomy on a (B)(6) woman. At the end of the procedure, the physician noted excessive vaginal bleeding and 2 lacerations on each side. The patient required sutures and 3 units of blood.

Manufacturer narrative:
DHR review of lot# 138986 shows all products were manufactured and tested per established procedures and there were no significant issues identified either during manufacturing, assembly or testing. Receiving inspections performed on component lots of koh cups, sleeves, sleeve extensions and hinge adaptors also did not show any significant issues. Coopersurgical's chief medical officer spoke to dr (B)(6) regarding the event. His analysis states "given that the bleeding occurred during the manipulation phase and the laceration was at the apex of the vagina, it is likely that the torque needed to expose the vasculature in this broad uterus caused the leading edge of the koh cup to tear against the vaginal tissue with strophy contributing to this tear. Although perhaps the 3.5 cup was correct in size, this is a large diameter for the average (B)(6) patient - but every operative anatomy can be different. There is no suggestion that the koh efficient sleeve or hinge contributed to the event - the timing and location of the laceration also speaks against any contribution of the sleeve portion of the device." (B)(4).